Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but would not pace the patient. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but would not pace the patient. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.